Event description:
It was reported that while connected to a patient the external pulse generator shut off with the battery change. The generator was tested in the biomedical shop and the situation was unable to be duplicated. Follow-up determined that a replacement generator was readily available and that the patient suffered no ill-effects. The generator was returned for service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that it shut off during a battery change. Analysis did find that one side bail cover and one side bail were missing, that the ring cover, battery drawer and one side bail cover were broken, the keyboard was scratched, the lead flex cover was broken and corroded, the battery contacts were compressed and the heart lead flex was misaligned. (B)(4).

Event description:
It was reported that while connected to a patient the external pulse generator shut off with the battery change. The generator was tested in the biomedical shop and the situation was unable to be duplicated. Follow-up determined that a replacement generator was readily available and that the patient suffered no ill-effects. The generator was returned for service.